Manufacturer narrative:
Suspect device received on august 18, 2025. Device evaluation completed on august 25, 2025: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Per additional information received on august 26, 2025, the procedure involved removing saline-filled breast implants on both sides, performing a capsulectomy (removal of scar tissue around the implants), and opening the capsule to treat a neuroma and ablate tissue. The surgeon also performed bilateral capsulotomy and capsulectomy through a superior approach. The implants are smooth, saline, with moderate volumes of around 300-330 cc. Additionally, the surgery included a tumescent mastopexy (breast lift), and techniques like benelli breast lift and infracapsular sling. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration, grade IV capsular contractures, mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who previously underwent an unspecified breast surgery with an unknown mentor saline prosthesis experienced bilateral grade IV capsular contractures, with left-sided deflation and right-sided device migration post-procedure. Consequently, she underwent bilateral replacement surgeries on (B)(6) 2025, with the following implants: left catalog number 3502300, serial number (B)(6) and right catalog number 3502300, serial number (B)(6). This report pertains specifically to the right-side procedure.